Event description:
It was reported that the system would not fully boot up due to corrupt software. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.